Manufacturer narrative:
Based on the limited information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. The initial information reported is limited and no additional information has been provided at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2009 the patient was implanted with a composix kugel hernia patch. As reported the patient is having complaints of abdominal pain.